Event description:
The customer contact reported a leak, subsequently blood loss was noted. The tubing set was being used ot deliver an unspecified solution. The clave y-site was accessed with an unspecified needleless syringe to deliver an unspecified medication. At an unspecified time, it was reported that the nurse returned to the patient's room and noted an unspecified volume of blood leaking from the clave y-site. The tubing set was replaced and the therapy was resumed. There were not reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.